Manufacturer narrative:
Continuation of d10: product ID tm90p01 lot# serial# (B)(6) implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was every day the patient charges the stimulator and it is usually at75%. The last 3 days it has been at 100%. The patient charges her implant once a day and it is always at 50%. The patient has not had any return of symptoms. The care giver got on the phone and said, the patient has parkinson's so it is a little hard for her to talk. Walked caller through checking their settings. The therapy was on and the implanted neurostimulators battery level was at 100% and the communicator and recharger were both at 100% and the patient hadn't charged her implant in 3 days. The confirmed the recharger is left in the charging dock when not in use. Patient confirmed she had not changed her settings. Patient will maintain stimulation level and will continue to monitor to confirm therapy is on and no return of symptoms. Agent reviewed that when it displays 100% the patient might be lower then 100% but it displays in increments. Additional information was received from patient's representative regarding an implantable neurostimulator. The reason for call was caller said the patient's battery is not depleting like normal. Caller said within a day or 2 the ins needs charging but for the last 3 days the ins has been reading 100%. The patient was redirected to their healthcare provider to further address the issue. Caller also said it is very loose where the charging cable plugs into the communicator. Caller did not have communicator with them at the time of the call.